Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report was submitted to provide correction to the initial MDR report. Per the legal manufacturer, there is no potential for the subject device's reported issue (error e315 ) to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a error e315 (electrical error code) the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.